Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). There was patient harm. However, it is unknown how the patient was harmed. Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device skin was taken irregularly and it caused patient damaged. The event occurred during surgery. There was a 30 minute delay to change devices. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4: UDI - (B)(4). The device history record (DHR) review for air dermatome, serial number (B)(6), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product review of the air dermatome by zimmer biomet surgical on august 13, 2019 revealed the torque and calibration were both out of specification. The control bar was also not in the correct position. The motor was running at the correct speed but was making a strange noise when running. The 3'' and 4'' width plates were both damaged. Repair of the air dermatome was performed by zimmer biomet surgical on august 13, 2019 which included replacement of the 3'' and 4'' width plates, die cast aluminum lever, ball bearings, planet gear, motor, retaining ring, spring seal, ball plunger, vespel bearing, and semi-circle shaft bearing. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because it is unknown which exact failure found was causing the unit to not take skin properly for the customer. It was found during evaluation that the torque and calibration were both out of specification, control bar was in the wrong position, the motor was making a strange noise, and the 3'' and 4'' width plates were both damaged. All of these failures found could have contributed to the customer reporting that the unit was taking skin irregularly but it is unknown which component caused the reported issue. The device was noted to be functioning as intended after the 3'' and 4'' width plates, die cast aluminum lever, ball bearings, planet gear, motor, retaining ring, spring seal, ball plunger, vespel bearing, and semi-circle shaft bearing was replaced and the device was recalibrated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.